Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02903. Medical products: item#: unknown, unknown humeral head; lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, was requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient initial right shoulder arthroplasty on a unknown date for a unknown. Subsequently, approximately one (1) month ago the patient was revised due to rotator cuff wear.

Event description:
Upon reassessment of the reported event, this device determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, this device determined to be not reportable. The initial report was forwarded in error and should be voided.